Manufacturer narrative:
The subject device was returned and visually evaluated. The subject product was returned with a bent cannula which appeared to have been caused by shipping damage. In this condition, a functional evaluation could not be performed. The handle assembly was taken apart and it was noted that the pawl clutch, spring pawl, and the captive pin had detached and the captive pin and a piece of the pawl clutch were missing from the inner component assembly. Material deformation was visible on the clutch output gear indicating that significant force was applied during use. It was evident that the missing components had been installed during the manufacturing process. The local sales rep was contacted and provided a picture of the device which shows the cannula was not bent at time of use, which confirms transit damage to the sample. There was no report of anything coming free from the device handle during use. Based on the available information and the product evaluation, we are unable to determine a definitive root cause for the device jamming in use and the cause of the components coming loose. The condition of the device as received was impacted by transit damage. It is possible that significant force was applied to the device after it had become jammed and this may have contributed to the significant deformation and separation of the assembled components that was identified during sample evaluation. No material of manufacturing defects were identified. A review of the device history records confirmed the product was manufactured to specification. Review finds that no other complaints have been reported to date for this lot of 620 units, manufactured in december of 2017. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system."

Event description:
It was reported that the capsure fasteners were not coming out from the device when fired. After two or three fires not a single fastener is coming out. There was no patient injury reported as a result of the problem experienced. The device was returned for evaluation. The returned sample found that internal components had material deformation from applied force and some components were missing as returned.